Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. No other corrective action will be implemented as the specific trend for balloon burst of this product family is considered acceptable as per the threshold.

Event description:
According to the available information, after placing the device in the patient, balloon filled to 40cc, the device was detached when the patient got up. The device fell and the balloon burst. Immediately pain for the patient and acute retention of urine. A new catheter was introduced.